Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only**

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device fails on start-up and alarms. This occurrence was noticed during preoperational check. Various alarms were observable. Tf446026 (amvreferror), tf446029(ambientfailuredetected) and tf485001(ambientfailuredetected). Device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device fails on start-up and alarms. · this occurrence was noticed during preoperational check. · various alarms were observable. Tf446026 (amvreferror), tf446029(ambientfailuredetected) and tf485001(ambientfailuredetected). · device log files were provided to hamilton. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.